Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.

Event description:
It was reported that the customer had low blood glucose levels.